Event description:
Additional information received reported that the cause of the event was a possible fall. It was noted that there was a lead break. It was unclear when the system replacement occurred, as per initial reporter and manufacturer registration the replacement took place on (B)(6)-2012, but per patient's healthcare provider the replacement took place on (B)(6)-2012. It was reported that hospitalization was not required and the replacement was an out-patient procedure. No further information was reported.

Event description:
It was reported that on (B)(6) 2012, the patient received a new system as her implant depleted and leads had migrated. About 4 months prior to the report, the patient noticed more bulging at the lead site and it was swollen and sore. The reporter indicated that the patient was informed by her surgeon that the leads were "completely disconnected." If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot # v021253, implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer. (B)(4).